Event description:
An adhesive issue was reported with the freestyle libre 2 sensor. The sensor prematurely detached after 5 days of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced symptoms described as shaking, extreme pain, and a loss of consciousness and was unable to self-treat, requiring treatment of food by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor kit was reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. The date of the event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the freestyle libre 2 sensor. The sensor prematurely detached after 5 days of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced symptoms described as shaking, extreme pain, and a loss of consciousness and was unable to self-treat, requiring treatment of food by a third-party. There was no report of death or permanent injury associated with this event.